Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had buttons sticking and not responding. The customer declined to provide their blood glucose levels at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).